Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) and multiple shocks due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). As result, therapy exhausted and the patient was admitted for a cardiology consultation. The device was reprogrammed to resolve the issue. No adverse patient effects were reported.